Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable failed inspection for cable damage. The reported service error code indicates a disconnection in one or more of the therapy cable squib wires. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Event description:
Patient's nurse called in due to unresolved service code on monitor. Troubleshooting unsuccessful. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.